Manufacturer narrative:
Hemoptysis is an anticipated, potential side effect associated with the zephyr valve treatment (criner et al. A multicenter randomized controlled trial of zephyr endobronchial valve treatment in heterogeneous emphysema (liberate). Am j respir crit care med. 2018; 198 (9): 1151-1164). In the liberate study (ide clinical study used to support PMA p180002's approval), 8.6% of the zephyr valve subjects experienced a hemoptysis event during the treatment period (less than or equal to 45 days). 9.8% of the zephyr valve subjects experienced a hemoptysis event during the longer-term period from 45 days after the study procedure through 12 months post-procedure. None of the hemoptysis events reached the threshold of "massive hemoptysis" per the definition of greater than 200 ml blood loss in less than 24 hours. The zephyr ebv system IFU and pulmonx training program both specifically reference hemoptysis as a known, potential side effect of this procedure and provide guidelines for monitoring. However, in this case the event occurred over 4 and a half years after valve placement and the physician impression was that this was granuloma bleeding due to bronchitis.

Event description:
On (B)(6) 2016, liberate subject (B)(6) was treated in the right lower lobe with four zephyr valves (three 4.0 ebvs, one 5.5 ebv). On (B)(6) 2020, patient had hemoptysis and went to the emergency room after suddenly eliminating about 100 ml of blood from coughing. The patient had no fever or yellowish sputum. Patient stated that dyspnea was the same as baseline. Upon being admitted, patient followed the covid protocol and was admitted to hospitalization of suspected patients. Patient underwent chest x-ray and CT, which were similar to previous exams. During hospitalization, amoxicillin/clavulanate and corticosteroids were administered and there was a progressive reduction in bleeding. The patient was confirmed negative for covid. On (B)(6) 2020, there was blood residue noted on the topography of the zephyr valves positioned in rb6, rb7, rb8, and rb9+10. Also, there was presence of some granulomas but they were not compromising function of the zephyr valves. The impression was granuloma bleeding due to bronchitis. On (B)(6) 2020, the patient was discharged in good condition.